Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1711d, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that before the patient left san diego to move to georgia, they met with their doctor and manufacturing representative and they looked at the implant and said that ¿2 of the wires were working so only 2 of them were operating.¿ it was asked if the patient meant that 2 of the electrodes weren't working, and the patient stated ¿yeah, that might have been it.¿ the patient stated that they were told that if the ins went down again, they would probably have to have surgery for them to go back in and the ins had stopped operating again. The patient noted that they were told to call medtronic if the ins went down again, so that was why they were calling. The patient was going to follow up with a health care physician (hcp). Additional information was received on (B)(6) 2017. The manufacturing representative reported that two of the four electrodes were greater than 4000 ohms. The cause of the electrodes going down was not determined. No symptoms were reported and no further complications were reported/anticipated.